Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132 serial#: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review if the sterilization record documentation. For the device was found to be satisfactory.

Event description:
A report was received that the patient went to the emergency room (ER) due to losing feeling in his legs. It was noted that the patient had an infection and fluid build up in the midline incision. The cause of fluid was unknown. The physician suspected that the pressure from the fluid caused the leg weakness. The physician believed that the leg weakness and infection were not device or procedure related. It was unknown if antibiotics were given. The patient underwent an explant procedure and was doing well postoperatively.